Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported deflation issue could not be confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported deflation difficulties cannot be determined and the reported resistance during removal appears to be due to the operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. It was reported that the bdc was not soaked prior to use; it should be noted that the trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 50-60% stenosed lesion in the mildly tortuous circumflex (cx) artery. The 2.5x15mm trek balloon dilatation catheter (bdc) was unpackaged without issue. The bdc was not soaked prior to use; however, the bdc was prepped without issue. The bdc was successfully advanced to pre-dilatate the lesion; however, after inflation the bdc could not be fully deflated. The partially deflated bdc was withdrawn with resistance. Reportedly, crystalized contrast was suspected, but not confirmed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new trek bdc was used to successfully complete the procedure. There was no additional information provided.